Event description:
The pt received scs system on (B)(6) 2011. It was reported that while sitting, the pt felt a strong intensified surge around the pt's ipg site. The pt used the magnet to turn the ipg off and on. When turned on, the stimulation came back gradually and comfortably. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.